Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh, altis mesh and restorelle directfix posterior mesh. Later the patient experienced incontinence occurring more frequently at night and urinary tract infection. Vesicare, myrbetriq, bladder botox and antibiotics were prescribed on unknown date(s). No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.